Event description:
It was reported that an external fluid leak was observed from the cracked deaeration chamber of a prismaflex hf20 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.